Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) patient, the device displayed a "pad failure" message and failed to discharge. Complainant indicated that the clinician re-shaved the patients chest twice to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.